Event description:
It was reported that an ilet insulin delivery interruption occurred with recurring ¿38 ¿ insulin, consecutive stalled motor¿ alerts, with a reported blood glucose of 400 mg/dl, after which the user attempted a restart and later completed a dry run and full supply change with new cartridge, adapter, and infusion set, confirming drops and resuming insulin delivery without further alerts. Investigation of this case revealed that the device operated as expected after supply change and rewind, with no obstruction found in the chamber and no recurrence of the alert following corrective steps. No clinical symptoms associated with hyperglycemia and delay in insulin delivery reported. Outcomes included no injury, no emergency treatment, and no hospitalization. It was concluded that the event was consistent with a temporary motor stall resolved by replacing supplies and restarting therapy, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.